Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and non-obstructive urinary retention. Their trial started on 2024-aug-19. It was reported that the patient was experiencing bleeding/hemorrhage. The issue was not resolved and was ongoing. Additional information was received from the patient on 2024-aug-23 stating that they had a possible uti from the device. Patient was getting done taking antibiotics and was not sure if the infection was completely gone. Additional information was again received from the patient on 2024-aug-24 stating that they feel bloated and wondered if this was due to the device. Patient advised to contact clinician with concerns.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.